Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information. No further details on the event have been received to date. Based on the limited information currently available, it is not possible to establish the root cause of the patient's death. However, based on the document review performed, no manufacturing deficits were identified.

Event description:
On (B)(6) 2018, a male patient received a pvs27 in aortic position. The manufacturer was notified that the patient died on (B)(6) 2018. No other information is presently available.